Event description:
A family member reported that the patient experienced a low blood glucose of 37 mg/dl. The patient had reportedly just started the pump two days prior. The family member suspected that the patient's low blood glucose may have been due to the patient being more careful to bolus for all food eaten where as the patient was not doing this before. Customer support advised the family member to follow up with the patient's health care provider for possible settings adjustments. The patient continued on insulin pump therapy without further reported blood glucose issues. This report is made based on the allegation that the patient experienced hypoglycemia while using insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
(B)(4). Patient outcome attributed to adverse event was omitted in error.